Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done. The customer changed the reservoir and the insulin did exit during prime but the insulin pump alarmed no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.